Event description:
It was reported to philips healthcare that the heartstart mrx was unable to transmit 12 lead data to via bluetooth. There was pt involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.